Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was turning itself on and off. It was noted that this had been occurring for several years and the patient would have a return of symptoms. It was stated that when the patient would check the ins, the programmer would show the ins was off but they weren¿t turning off the ins. The patient went to their doctor the week prior to report and the doctor said the whole thing was off. The day of report, the patient pressed the synch button and the lightning bolt was not on in the left hand corner. The patient stated they were able to press the top button and verify the stimulation was back on. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v510039, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was working with their doctor or manufacturer representative and was still having concerns regarding their device or therapy.